Manufacturer narrative:
A medtronic representative reported that while in a case the imaging system was beeping and the lights indicating tube and detector were flashing. Additionally, the imaging system lost home position. The site was able to re-home, but the beeping and flashing persisted. They moved the imaging system out of the room and finished the case with their other system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite technician investigated further upon visiting the site and discovered electrical issues with the charge/discharge circuit board, as well as the interface board. Both of these parts were returned to manufacture and the damage was confirmed as they were under electrical overstress which caused them to fail. The following parts were also replaced in the system: atp power circuit board, controller power circuit board, wireless tracker kit, config hd3d. Complications were not resolved in the imaging system, and as a result, it was then decided by the site management to send the whole imaging system back to manufacturer for repair. Replacement of the imaging system resolved the issue. No other issues were reported. Affected imaging system was not returned to manufacturer by the site, therefore, analysis of the device is not possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a case the imaging system was beeping and the lights indicating tube and detector were flashing. Additionally, the imaging system lost home position. The site was able to re-home, but the beeping and flashing persisted. They moved the imaging system out of the room and finished the case with their other system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.